Manufacturer narrative:
H.6. Investigation summary: no sample / photo returned for the investigation of this complaint. No batch number is provided for this complaint. There is no quality notification raised for leakage defect for the past 12 months. The non-conformance could not be confirmed as there is no batch number / photo / sample returned for the investigation of this complaint. H3 other text : see section h.10.

Event description:
It was reported that bd arterial cannula w/ bd flowswitch¿ had a hole in it. The following information was provided by the initial reporter: the hole is 2 cm in the middle of the artery catheter. Oar needle set by anesthetist, gone through the vessel, pulling out the mandrel, reversing the artery catheter until he is inside the vessel, inserting the catheter into the vessel and it begins to inject blood from the center of the catheter! Easy patient to knit. The mandrel is only stretched once - never introduced. I have the artery catheter here though, the package is wasted!

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd arterial cannula w/ bd flowswitch¿ had a hole in it. The following information was provided by the initial reporter: the hole is 2 cm in the middle of the artery catheter. Oar needle set by anesthetist, gone through the vessel, pulling out the mandrel, reversing the artery catheter until he is inside the vessel, inserting the catheter into the vessel and it begins to inject blood from the center of the catheter! Easy patient to knit. The mandrel is only stretched once - never introduced. I have the artery catheter here though, the package is wasted!